Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 03:00:11. The weekly pace impedance trend data show increasing impedance and various spike increases for max ventricular pace bi impedance from 1311 to 2052 ohms range between (B)(6) 2010 and (B)(6) 2012. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4): impedance - high resistance/impedance (B)(4): 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:11. Weekly pace impedance trend data show increasing impedance and various spike increases for max ventricular pace bi impedance = 1311 to 2052 ohms range between (B)(6) 2010 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression. Performance data collected from the device was analyzed. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 03:00:11. The weekly pace impedance trend data show increasing impedance and various spike increases for max ventricular pace bi impedance from 1311 to 2052 ohms range between (B)(4) 2010 and (B)(4) 2012.

Event description:
It was reported that there may be failure of the right ventricular lead. The lead pacing impedances had been rising steadily over the past few years, an alert was triggered for high impedance, and impedance varied during manual measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.